Event description:
The recipient was reportedly a non-user of the device. The recipient's device was reportedly explanted.

Manufacturer narrative:
The recipient reportedly has severe autism, learning difficulties and self harm issues. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced near the fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.